Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on the home choice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported alarm. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. An event history log review was performed and the problem was verified to be a system error 2084. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.